Manufacturer narrative:
Communication with the customer confirmed that the customers biomedical department tested the device and was not able to reproduce the reported issue. There was no issue found with the welch allen trimline reusable adult blood pressure cuff. Based on the limited information provided by the customer, philips is unable to determine the cause of the issue. The instructions for use documentation which was sent with the device warns to use only philips-approved accessories. Using non-philips-approved accessories may compromise device functionality and system performance and cause a potential hazard. No repair was warranted, as no problem was found with the monitor. The product remains at the customer site and is in use which was confirmed. No reproducible malfunction of any philips product was identified. The specific cause of the issue is consistent with use outside normal and expected where a different brand cuff was used with the philips monitor and the clinicians did not check the patient's extremity, as reported by the customer, for an extended period of time. The customer's biomed tested the device and was not able to reproduce the reported failure. Product labeling adequately describes use considerations involving nbp and describes regular inspection of the site being indicated during use.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a philips monitor and mms module was connected up to a (B)(6) blood pressure cuff and was in the manual mode, when it failed to deflate on a patient. There was patient harm.